Event description:
Medtronic received a report that the phenom catheter moved unintentionally into the aneurysm and the pipeline encountered difficult placement/positioning. The patient was undergoing surgery for treatment of a giant, saccular, unruptured aneurysm left supra clinoid with a max diameter of 3.6 cm and a 1.4 cm neck diameter. Landing zone: distal: 3.1 mm and proximal: 3.9 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level was as per protocol. The angiographic result post procedure showed the stent assisted coiling was done, post procedure no blood flow in aneurysm. It was reported that all the accessory devices flushed as per IFU, operator has taken neuronmax long sheath placed at the ica origin, navien parked at the cervical-petrous junction. Phenom has placed in lt m1. While deploying vantage at distal segment open properly, but in mid segment at the aneurysmal neck, phenom got pushed in the aneurysm, operator has tried 2-3 times to withdrawn phenom from aneurysm, but no use. At last operator removed vantage 4.00-30 and placed solitaire ab 6x30 coils without any challenges and finish the case. It was reported movement during placement (difficult placement/positioning occurred). There were not multiple pipeline devices being used when movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was implanted in the intended location. The pipeline did not miss the landing zone. The device did not jump during deployment. The pipeline was placed at least 3 mm past the aneurysm neck on each side. The side branches were not covered by the pipeline. The tip of the catheter moved during deployment. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuronmax sheath, traxcess guidewire. Additional information was received that the cause of the difficult placement/positioning was determined to be from severe tortuosity. Additional information received reported that the catheter was discarded.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.